Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a perclose proglide device after a diagnostic procedure. Reportedly, a suture break occurred. A second perclose proglide device was used with the same results. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The other perclose proglide device is being filed under a separate medwatch MFR number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The analysis did not confirm the reported suture break as evidenced by the returned of the complete suture unbroken. The analysis did indicate an anterior needle to cuff miss occurred as evidenced by the anterior cuff remaining in the foot pocket after needle deployment. A needle to cuff miss may appear the same to the user and can have the same result. The cause of the needle to cuff miss appears to be related to operational context and not a product quality deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.